Event description:
Information was received from a consumer (con) regarding a patient receiving morphine (unknown concentration and dose) for non-malignant pain and radicular pain syndrome via an implantable pump. It was reported the patients current pump was implanted under muscle because there previous pump had eroded through the skin because they were too thin. It was mentioned they had revisions because of the erosion with a previous device. The patient could not recall date which pump she had the reported issues with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.